Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, occlusion alarm occurred, and blockage is in tubing. No further information available.